Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Malfunction hazard/product or component; retained in body....losing tampons inside me- vagina [foreign body in reproductive tract] strings are not long enough [device physical property issue] case narrative: consumer reported via e-mail that she is losing tampons inside her due to the strings not being long enough. No serious injury reported.